Event description:
During a transfer using a medcare lift n' weigh with the assistance of 3 cna's, a resident was dropped. The resident fell approximately 3 feet to the floor. Initially the resident complained of head discomfort, but the pain soon subsided. The resident was taken to the hospital and no injuries were reported. The reason for the incident is the load cell bolt came out of the load cell, allowing the hanger bar to come free. We received the suspect hanger bar assembly from the facility. Out investigation has lead us to believe that the cotter pin that keeps the load cell attached to the hanger bar had sheared and the bolt was able to slowly back out.